Manufacturer narrative:
Concomitant medical product: versa-dial 42x18x26 humeral head, catalog#: 113032, lot#: 620590; comprehensive primary stem 11 mm mini, catalog#: 113631, lot#: 503990; versa-dial/comprehensive ti standard taper, catalog#: 118001, lot#: 115820; md hybrid glenoid base 4 mm, catalog#: 113954, lot#: 696930. Reported event was unable to be confirmed due to limited information received from the customer. X-ray review indicates that progressive glenoid component radiolucency is detected in zones 1, 2, 3, and 4 between the month 3 and month 12 follow-up visits. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right total shoulder arthroplasty. Subsequently, pain, instability, and acromioclavicular joint tenderness were noted at three month post-operative follow-up. At one year post-operative follow-up, biceps tendon tenderness, impingement, unusual shoulder pain and pulling sensation around the incision site, and a "puckering in" deformity of the right middle of the shoulder were reported. Instability had resolved. No revision procedure has been indicated at this time, as the issue remains tolerated.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is still implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2016-03656/ 0001825034-2017-02414/ 0001825034-2017-02416/ 0001825034-2017-02417/0001825034-2017-02419/0001825034-2017-02420/0001825034-2017-02421/0001825034-2017-02422/0001825034-2017-02423.

Event description:
It was reported that the patient underwent a right total shoulder arthroplasty. Subsequently, pain and acromioclavicular joint tenderness were noted at three month post-operative follow-up. At one year post-operative follow-up, biceps tendon tenderness, impingement, unusual shoulder pain and pulling sensation around the incision site, and a "puckering in" deformity of the right middle of the shoulder were reported. No revision procedure has been indicated at this time, as the issue remains tolerated.